Event description:
It was reported that the patient will be undergoing a revision procedure due to recurring urinary incontinence with an inflatable penile prosthesis (ipp). The ipp remains implanted and active and a revision procedure is requested.